Manufacturer narrative:
H.6 investigation summary: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. However, bd has initiated further investigation relating to this issue through a CAPA # 260774 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
It was reported that the tubes are under filling during use with a bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes. The following information was provided by the initial reporter: (1 of 2 complaints). It was reported that tubes underfill. Additionally, the sales consultant provided the following information: for the past four years every sodium/heparin green top vacutainer in every batch/lot has underfilled. He said that his lab is located 6,000 ft above sea level. Explained that it is known that altitude can sometimes affect the vacuum to an extent but advised him that a service rep will contact him to go over his concerns.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the tubes are under filling during use with a bd vacutainer® pst¿ gel and lithium heparin (lh) 83 units blood collection tubes. The following information was provided by the initial reporter: (1 of 2 complaints) it was reported that tubes underfill. Additionally, the sales consultant provided the following information: for the past four years every sodium/heparin green top vacutainer in every batch/lot has underfilled. He said that his lab is located 6,000 ft above sea level. Explained that it is known that altitude can sometimes affect the vacuum to an extent but advised him that a service rep will contact him to go over his concerns.